Event description:
The patient had their generator replaced and good faith attempts are underway for the product to be returned for analysis.

Event description:
The explanted device was discarded therefore will not be returned for analysis.

Event description:
It was reported via clinic notes received that a vns patient was having frequent seizures. The patient's vns therapy was titrated and their lamictal was increased. It is not known the relationship of their seizures to their vns nor if they were above or below their prevns seizure rate. Good faith attempts thus far have not provided any further information. An estimated battery calculation was performed and their battery shows to have an estimated 0.28 left till at eos. The patient is being referred for a consult. At this time, no surgery is scheduled.

Manufacturer narrative:
Type of report corrected data; omitted on initial report, 30 day report.